Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. The pump passed all the operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window. No moisture damage was noted on the electronics assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose readings, moisture damage and button error alarm. The customer's blood glucose value was 50 mg/dl. The customer treated with glucose tablets. The customer stated that the pump was exposed to rain. The customer stated that none of the buttons were responsive and the time advanced. The customer reported fluid under the lcd display. The product was returned for analysis.